Manufacturer narrative:
Device analysis report attached. This report is submitted on july 05, 2024.

Manufacturer narrative:
This report is submitted on june 05, 2024.

Event description:
Per the clinic, the patient experienced an infection at the implant site. Subsequently, the patient was hospitalized (specific date and duration not reported) and was treated with IV and oral antibiotics (specific date and duration not reported). However, this did not alleviate the problem and the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.